Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device was used during a procedure performed on (B)(6) 2009 (pt over 18 years old). According to the complainant, during the procedure, the forceps' pull wire broke which resulted in the cups of the device becoming twisted as they were withdrawn from the working channel of the scope. However, the device was removed from the scope intact. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.(B)(4).